Event description:
Customer reported the alarm has no power. The batteries have been replaced with a new supply. Customer reported the battery door is missing. No visible damage to the outside of the alarm reported. Customer did not know the date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Eval results: eval of the returned product did not confirm the reported issue that there is no power and the battery door is missing. The unit powers up when using new batteries or an external power supply. The unit was retested and powers up as it should. The unit passes all functional tests. However, visual findings show the battery springs are bent. Also, the warning label is torn; case battery compartment is chipped, scratched, and cracked near the battery door. Additionally, the aqualert water indicator label shows evidence of moisture exposure. Note: instructions for use for battery installation states: hold alarm vertically upside down to prevent the battery springs from bending during battery installation. After changing batteries, test the alarm and sensor for proper operation prior to putting in svc with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from svc and replace them with a properly functioning alarm and/or sensor. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).